Manufacturer narrative:
Continuation of d10: product ID 3389-40, lot# unknown, product type lead, product ID 37086, seri al# unknown, product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3389-40, serial/lot #: unknown, product ID: 37086, serial/lot #: unknown, this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were high impedances on the left contact 8 vs case: 5k ohms, 8-9 5423 ohms, 8-10 6168 ohms, 8-11 6577 ohms. There were no known causes, but an x-ray would be taken. There was currently no intervention either, but the issue wasn't resolved. Additional information was received: it was reported that the cause of the high impedances was still unknown, and an x-ray and CT scan would still be taken. Impedances were lower after a few days, but still high. Patient returns to the hospital in 3 months, then impedances are checked again as well as the x ray scans. Additional information was received: it was reported that the patient didn't experience any symptoms.